Event description:
It was reported the lv (left ventricular) lead was removed and replaced, due to dislodgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed. Other: it was reported the lv (left ventricular) lead was removed and replaced due to dislodgement. No patient complications have been reported as a result of this event. Electrical tests performed, mechanical tests performed; visual examination: actual device involved in incident was evaluated, device performed according to specifications: device evaluated and alleged failure could not be duplicated, dislodged.